Event description:
(B)(4). Started having very bad pelvic pain, bloating, heavy periods, and migraine headaches, and changes in my skin. All symptoms continued even with trying different medications and physical therapies. Essure was removed via a bilateral salpingectomy (B)(6) 2015.